Event description:
It was reported that the customer experienced a blood glucose (bg) of 54 mg/dl; cause was unknown. Customer required assistance consuming carbohydrates to address bg level. A replacement pump was sent to the customer for customer satisfaction and customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.